Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2014 with the following findings: occlusion alarms due to high force events were verified in the black box and history. Product analysis was unable to duplicate any occlusions during the investigation. The force sensor calibration reading was in specifications. The pump was opened for further investigation and corrosion on the force sensor flex connector was observed. Unrelated to the initial complaint, the display was observed to be faded and pink. The battery compartment was observed to be cracked from the case seal to the grip. Both caps were returned and used to complete the investigation with no related issues noted.